Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Although the reported event could not be reproduced, it was confirmed that the endoscopic image was distorted due to the poor condition of the video connector socket, such as corrosion of the contact part and failure of the locking mechanism. Based on this information, the contact part of the video connector socket may have corroded due to moisture remaining on the contact part, either by connecting the video connector of the endoscope, scope cable or camera head to the video system center while it is still damp, or by cleaning the video connector socket. In addition, the video connector may not have been able to secure due to wear on the locking lever, because more than seven years have passed since the device was manufactured. Olympus medical systems corp. (Omsc) surmised that the endoscopic image was distorted or not displayed due to poor contact with the endoscope due to a defective connector. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus service operation repair center (sorc). Sorc checked the device, but couldn¿t duplicate the reported phenomenon. As a result of the evaluation, the following was confirmed. -the endoscopic image was distorted due to corrosion of the contacts of the video connector socket and failure of the locking mechanism. -the battery was exhausted. -there was no abnormality in the appearance of the device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the endoscopic image was not displayed. There was no report of patient injury associated with the event.